Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09154/ -09155).

Event description:
It was reported that a 48mm shell was inserted. The inserter jammed and would not release. The shell was removed and a 50mm shell was inserted using another inserter which also jammed. The surgeon removed the second shell, washed on the back table, and reimplanted. The 50mm shell was freed from the inserter, but screws were required to secure shell. Both inserters were 8 to 10 years old.